Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a luxating patella surgery on an animal it was observed that the small battery drive device was ¿quitting,¿ especially when hitting the reverse button. It was reported that there was a couple minute delay in the procedure due to the event and an unspecified spare device was available for use. It was reported that the procedure was successfully completed. There was no human patient involvement as this device is for veterinary use only. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.